Event description:
A technician reported a scanner locked up and froze the laser with the pt underneath during femtosecond laser flap creation. The applanation interface was unable to be lifted off the pts eye until the prompts were followed. The technician was able to complete the prompts and lift the laser arm mechanically without manually lifting the arm. They shut down the laser and restarted it without any errors. They tried to redo the right eye but the conjunctiva was too swollen from the extended applanation from the aborted procedure. Upon follow up, the reporter indicated the conjunctiva healed and the lasik procedure was completed on the right eye 5 days after the aborted procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).